Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/04/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the pump powered up to the display with auditory and vibratory features. The keypad cover was peeling from the base. All the buttons were unresponsive. The keypad connecting wire was found to be torn and detached from the connector. (B)(4).

Event description:
The pump was returned for investigation. Investigation found that the keypad buttons were unresponsive. This report is made based on the results of investigation completed on 02/04/2015.